Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a recorded low of 55 mg/dl and ilet low alerts, and that the glucose remained out of range for approximately two hours; the user attempted correction with oral glucose, while the ilet delivered insulin after glucose had risen above 70 mg/dl. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention. Investigation included complaint review and user follow-up with troubleshooting and education. Investigation of this case revealed no device malfunction reported and an unclear etiology, with the user later attributing the episode to concurrent use of berberine supplements and being advised to consult their healthcare provider regarding supplement use while on the pump. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.